Manufacturer narrative:
Report #3014845255-2024-03529 is a duplicate of report #3014845255-2024-00842 issued on 08-23-2024.

Event description:
A patient reported that their jaw shifts when they bite down. This is uncomfortable and prevents them from chewing on their left side as that seems to be when it is prominent. The patient stated that their jaw is actually clicking and shifting when they bite. Their dentist is concerned about their bite and suggests that they see an orthodontist. The patient provided a letter of recommendation from their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.